Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/17/2015 with the following findings: the battery compartment was observed to be cracked in the thread area: the reported issue was confirmed. The top of the returned battery cap was found to be worn; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The keypad cover was found to be cut and torn in the area of the ok button; however, all of the keypad buttons were properly responsive. The audio bolus button cover was observed to be torn/punctured; however, the audio bolus button was properly responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. The reporter confirmed that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.